Event description:
It was reported that after an afib ablation, a moderate pericardial effusion was observed and cardiac tamponade was diagnosed after 1.5- 2 hours post the procedure. The patient's blood pressure was stable immediately after the procedure. Pericardial drainage was performed. Patient's prognosis was satisfactory. Causality of the adverse event had not been confirmed. Ablation was done point by point with 25w for posterior wall, and 30w for anterior wall. No ablation was done over 31watts. Starting impedance was approximately 120 ohms and ablation was done modestly when impedance became over 150. Ablation was stopped for two times reaching the cut off value (45c) during the procedure.

Manufacturer narrative:
(B)(4).